Manufacturer narrative:
B3: the peritonitis occurred on an unspecified date in (B)(6) 2023. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between a transfer set and a titanium adapter, specified as ¿fell off¿. It was reported that ¿the patient immediately pressed the tube with their hand and touched the liquid in the tube. The patient then wiped the titanium connector and silicone tube with iodine solution¿. Three days later, the patient experienced peritonitis, reported as a peritoneal infection manifested by turbid transudate. The transfer set was replaced and the titanium adapter remained in use. It was not reported if the patient was hospitalized for the event. The patient was treated with intraperitoneal cefradin and cefixime for the event. At the time of this report, the patient outcome was unknown. Action with pd therapy was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.